Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device is being serviced onsite by baxter but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted alarm caused an interruption of delivery. The user interface module software version of this pump is currently unknown. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of battery issue was confirmed during product evaluation, and determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a remediated colleague pump with a user interface module software version of 5.08.90.